Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter - broken lcd screen. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications root cause: rc-076: mishandled by the end user. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the display screen on her true metrix meter is cracked, and she cannot see any numbers on her meter. Customer denied any mishandling of the product and stated that the product is kept in the carrying case. During the call the customer powered on the meter and stated that she cannot see any numbers. The customer feels well and did not report any symptoms. No medical attention associated with the use of the meter was reported.